Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the objective lens was peeled off due to deterioration caused by chemical and/or physical stress. The reported issue (air leak in cord) was confirmed. The cord leaked due to being pierced. In addition, the insertion section was damaged due to physical stress, the connector was damaged due to physical stress, and the control body was damaged due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported there was an air leak from the cord of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive on objective lens). There was no harm or user injury reported due to the event.